Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed for the finished device number 7542269, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a mentor memorygel breast implant 275cc and experienced paresthesia symptoms: ¿burning in both breasts after stepping out of the sauna. The burning continues for hours after outside of the shower¿. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.